Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. It was reported that the pump was visible through an open wound. It was noted that the patient might have bumped it up against a pool. Surgery was planned to replace the device was scheduled for (B)(6) 2020. The issue was unresolved and the patient was alive with no injury. No further complications have been reported as a result of this event.

Manufacturer narrative:
H6 ¿ corrected information: patient code c50863 is not applicable for this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative who reported that a new pump and catheter were implanted on (B)(6)2020. With the registration of the new devices, it was noted that the prior pump had been explanted due to pump erosion. No further complications were reported/anticipated.

Event description:
On 2020-aug-29, additional information was received from an healthcare professional (hcp), via a manufacturer representative (rep). The patient's pump and part of the catheter were removed on (B)(6) 2020. The rep was notified on (B)(6) 2020 when the hcp called to schedule a re-implant. The issue was not resolved at the time of this report. The patient's status was alive - with injury (specified as the explant).

Manufacturer narrative:
Continuation of d11: product ID 8731, serial# (B)(6), implanted: (B)(6) 2004, explanted: (B)(6) 2020, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.